Manufacturer narrative:
User error: per tandem user guider: disconnect your infusion set from your body while on high-speed/high gravity amusement park thrill rides. Rapid changes in altitude or gravity can affect insulin delivery and cause injury. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a malfunction alarm occurred after the customer rode in a high gravity roller coaster ride. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level ranged from 239-240 mg/dl.